Manufacturer narrative:
Findings: pump was received with blank display due to moisture damage on electronic assembly. Unable to perform functional testings due to blank display. Unit was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer was unable to complete troubleshooting at the time of call. The insulin pump was returned for analysis.